Manufacturer narrative:
This report is being submitted retrospectively as a result of an FDA inspection in february 2021. As a corrective action to that inspection a re-review of complaints was performed for reportability criteria.

Event description:
An end user ( ems) reported that a patient presented already in cardiac arrest. "Curaplex pads were placed on patient, shock delivered and monitor confirmed but the ECG confirmed it didn't deliver the shock. " the ems removed the pads, placed physio control pads ( different product) and shock delivered per monitor and confirmed with ECG. Although second shock was able to be delivered, the patient did not survive the event. Originally the end user was going to return the product for evaluation and further investigation, but then confirmed they were no longer available. Follow up information from the user found that the user was trained on how to use the product, the pads were used with a physio control lifepak 15 unit, the pads was being used during an emergency cardiac arrest on a female patient, with energy setting of 200j. The end user stated, no shock was delivered but there was an ECG signal present. Per the user there was no audible alarm from the unti and the device was discarded at the hospital.